Event description:
Patient was implanted with two nalu peripheral nerve stimulator systems on (B)(6) 2022 to treat bilateral knee pain. In (B)(6) 2024 the patient reported loss of therapy. Testing found impedance errors and imaging confirmed fractured leads on both extremities. On (B)(6) 2024 a surgical revision was performed to replace the right extremity system only. The original system was placed at the superior genicular nerve, the new system was placed at the infrapatellar saphenous nerve.

Manufacturer narrative:
Patient has a high bmi and it is unclear if this contributed to stress and subsequent fracture of the implanted leads.